Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. One opened probe was received with a tip protector, in a zip top bag, for the report of shaft of probe loose. The probe sample was originally received with the needle/stiffener assembly severely bent. The returned sample was then visually inspected further and found to be non-conforming with the stiffener/needle assembly detached from the probe assembly and the inner cutter broken off inside of the needle, in addition to the bent needle/stiffener assembly. The stiffener was observed to be firmly attached to the needle. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No wear marks were observed along the inner cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the stiffener/needle assembly pulled out of the probe body. This would confirm the report of the shaft part of the probe being loose. The exact root cause of the component separation cannot be determined from the evaluation performed. A potential contributing factor to the separation is the bent needle/stiffener assembly, however, a manufacturing related quality issue related to the associated adhesive bond cannot be definitively ruled out based on the evaluation performed. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. A manufacturing related quality issue could not be ruled out for the reported event, therefore, an investigation photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. No additional action was taken by the manufacturing site as the exact root cause of the bent needle could not be determined from the evaluation performed. All needle / needle holder assemblies are inspected to ensure the appropriate amount of adhesive was dispensed at the bond area. An acceptable quality limit (aql) inspection is also performed on all final probe assemblies and includes inspection for wet bonds. The device component lots traceable to the reported lot met aql inspection criteria for this visual characteristic. All probe assemblies are also 100% visually inspected by trained operators for attributes including bent needles. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported to a company representative that he noticed, during a pars plana vitrectomy, the vitrectomy probe advanced a little the first and second time he stepped on the foot pedal and when he took the vitrectomy probe out off the eye, he found the shaft was loose. The product was replaced with different one and the procedure was completed. There was no harm to the patient.